Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08315. It was reported the pt experienced pocket heating while charging and had not recharged ipg for several months. The sjm rep confirmed the ipg battery was too low to program. A replacement charger was given to the pt. F/u identified the issue was resolved with the replacement charger. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
Correction number: #1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.